Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident 0 deg insert 40mm; 623-00-40f ; lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) , 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Although the lot was not provided, the lots associated with the reported device description, date of implant and failure mode have been determined to be subject to the recall. No further investigation is required. Not returned.

Event description:
It was reported that patient's left hip was revised after patient complaint of pain. Patient was negative for infection. Intra-operatively, surgeon found nothing identifiable as causing or contributing to pain. The liner and the head were removed and an adm/mdm liner construct with unreported head were implanted.